Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed particulate matter within the bag. Microscopic inspection was performed and revealed two colorless particles 0.8mm and 0.9mm in length, along with an additional fiber-like particle. The morphology of these particles indicated they were generated by needle strikes. Several small white particles were also observed. Chemical characterization of the small white particles determined them to be butyl rubber. Examination of the sleeve stopper determined no material was missing from the entry and exit path of the needle strikes. Eight clear polymeric particles of irregular shape ranging in size from 0.1mm to 0.3mm were isolated from the lumen of the membrane tube in the medication port. The lumen had been struck by a sharp implement several times. The morphology of these particles indicated they were generated by needle strikes. A light-colored particle with smaller reflective particles embedded was isolated from the administration port and identified as polystyrene. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter discovered in one (1) 250 ml intravia container. The particulate matter was found in the fluid pathway of the container during compounding and before patient use. The 250ml intravia container was compounded with unknown medication. There was no patient involvement. No additional information is available.